Event description:
Customer received a result of 32.5 mmol/l on mobile system 1, and a result of 3.7 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device, however, the test cassette was not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 1. Device will not be returned to manufacturer.